Event description:
Info received indicates the bed has no electrical ground.

Manufacturer narrative:
The tech found the ground pin broken from the power cord. The tech replaced the power cord to repair the bed.